Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Griessenauer cj, enriquez-marulanda a, xiang s, et al. Comparison of ped and fred flow diverters for posterior circulation aneurysms: a propensity score matched cohort study. Journal of neurointerventional surgery published online first: 01 july 2020. Doi: 10.1136/neurintsurg-2020-016055. If information is provided in the future, a supplemental report will be issued.

Event description:
Griessenauer cj, enriquez-marulanda a, xiang s, et al. Comparison of ped and fred flow diverters for posterior circulation aneurysms: a propensity score matched cohort study. Journal of neurointerventional surgery published online first: 01 july 2020. Doi: 10.11 36/neurintsurg-2020-016055. Medtronic literature review found reports of patient complications in association with pipeline implantation for treatment of aneurysms of the posterior circulation. The purpose of the article was to perform a propensity score matched cohort study comparing the pipeline embolization device (ped) and flow redirection intraluminal device (fred) for posterior circulation aneurysms. The authors reviewed a total of 375 treated aneurysms in 369 patients. The pipeline was used in 285 patients. Of the 285 patients, the average age was 57 years, and 147 female. The article does not state any technical issues during the use of the pipeline. In addition, 242 patients had an mrs score of less than or equal to 2 on the last follow-up. The following intra- or post-procedural outcomes were noted: 1. 18 patients died (6.4% mortality rate).